Event description:
It was reported that implant and lead were pushed out of the body (rejected). One of the batteries was sticking partially out of the skin. When removed leads came out as well. Explant was noted. The product was removed entirely. Patient status at the time of the report was noted as alive, no injury. Regarding patient symptoms it was noted: drainage/incisional wound opening, location was device pocket. See also manufacturer's report # 3004209178-2014-09326. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Analysis of the device, model# njy233436h, found the lead to not be completely seated in the connector port. The setscrew mark was on the #1 connector.

Event description:
Additional information received reported that there was also an infection. It was state that the leads and batteries were rejected from the patient's body. There was no reported patient injury. It was noted that both devices and leads were removed.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va086hc, implanted: (B)(6) 2013, product type: lead; product ID 3058, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3093-28, lot# va086hc, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).